Event description:
Voluntary medwatch received states that high defibrillation impedance noted on the patient's right ventricular lead. No additional information was reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5163159.